Event description:
Additional information received that this right atrial (ra) lead was abandoned surgically.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was banging on the right ventricular (rv) lead. Additional information received from the field representative indicated that the ra lead had dislodged. Furthermore, the field representative did not know if the position was confirmed through x-ray. The ra was repositioned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead moved and was in contact with the right ventricular (rv) lead. Additional information received from the field representative indicated that the ra lead had dislodged. Furthermore, the field representative did not know if the position was confirmed through x-ray. The ra was then repositioned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.